Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported the unit was not working (unspecified failure). There was no reported pt impact.